Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Follow up with the field service engineer has not been completed. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported they were setting up a procedure for impella cp insertion when the automated impella controller (aic) monitor froze up for some moments. There was no problem with impella durng this time. There was no patient harm. After turning the monitor back on, there were no further issues.

Manufacturer narrative:
The investigation into the aic - shutdown or restart issue has been completed since the original report was filed. The console was returned and tested after arriving in fs. No issue was found in the console hardware, unable to reproduce the reported failure. The root cause for the frozen screen was not determined due to the inability to reproduce. Added d9-device return date.